Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. The patient is not pacemaker dependent. All other electrical measurements were stable. No patient symptoms were reported. No additional information could be obtained.